Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working to activate the pump screen. Customer confirmed pump display turned on when button was pressed with more force. Customer¿s blood glucose was 92 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.